Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a trial scs system. It was reported during the procedure, the patient was unable to tolerate the physician placing the lead. Multiple attempts to access the epidural space were attempted, however due to the patient moving, the physician elected to abandon the procedure out of concern for patient safety.